Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 2 years and 5 months post implant of this 32mm tricuspid annuloplasty band and a 42mm mitral annuloplasty band, the patient presented to the emergency department with palpitations and chest pain and was found to be in atrial fibrillation with a rapid ventricular rate (rvr). It was reported that the patient was treated with antiarrhythmic medications and 1 day later, converted to normal sinus rhythm. It was stated that an antiarrhythmic medication was discontinued due to recurrence of atrial fibrillation with elevated liver function tests. On (B)(6) 2025, the patient was discharged and no additional adverse patient effects were reported.